Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not to be interrogated. Patient had been admitted to the hospital after presenting with shortness of breath and edema. Interrogation was unsuccessful after trying different programmers. Telemetry tests were performed, all unsuccessful. Device was explanted and replaced.